Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient's device was surgically removed this morning. Patient reported they had their system removed because their expectations were not met and clarified that they don't feel it helped patient at all. Patient stated since the device was not doing patient any good they wanted system removed. When patient was asked when issue of not helping started, they stated they "don't feel it did". Patient said they have been dealing with their issue really well. They mentioned that everything went well with device removal surgery today. Patient inquired if they need to return the handset and communicator. It was reviewed disposal/wipe process. Patient stated they will call back with son at a later time to be connected with mobility to wipe handset. Reviewed patient services phone number. Reviewed micro/surescan lead MRI capability. Sent email to device registration with device removal update.